Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported unspecified low sensor readings and the customer "continued eating" due to the low readings. The customer eventually developed symptoms of sweating, shortness of breath, and tachycardia, and became hyperglycemic. The customer reported they were unable to self-treat, and was treated with insulin (dose/type unknown) by spouse. There was no report of death or permanent injury associated with this event.